Manufacturer narrative:
E1 initial reporter phone: (B)(6). The device was returned for analysis. Visual inspection revealed that the imaging window was kinked, no signs of twist on the catheter and the guidewire was not return. Impedance testing showed a good distal end. Good square image appeared in the ilab.

Event description:
It was reported that a catheter issue occurred. An 80% stenosed, 28 x 3 mm target lesion was located in the severely tortuous and moderately calcified left anterior descending (lad) artery. An opticross imaging catheter was selected for ultrasound examination of the lesion. During the procedure, the catheter was identified by the motor and flushed with normal saline. Upon insertion into the lesion site, the device became twisted after entangling with a non-boston scientific (non-bsc) branch protective guide wire. Additionally, the ilab system failed to produce ultrasound images on two attempts. The catheter and non-bsc guidewire were pulled out together as one unit. The procedure was completed with another of the same device. The patient condition following procedure was stable.

Manufacturer narrative:
E1 initial reporter phone: (B)(6).

Event description:
It was reported that a catheter issue occurred. An 80% stenosed, 28 x 3 mm target lesion was located in the severely tortuous and moderately calcified left anterior descending (lad) artery. An opticross imaging catheter was selected for ultrasound examination of the lesion. During the procedure, the catheter was identified by the motor and flushed with normal saline. Upon insertion into the lesion site, the device became twisted after entangling with a non-boston scientific (non-bsc) branch protective guide wire. Additionally, the ilab system failed to produce ultrasound images on two attempts. The catheter and non-bsc guidewire were pulled out together as one unit. The procedure was completed with another of the same device. The patient condition following procedure was stable.